Event description:
Allegedly dr. (B)(6) is planning on revising this month. Add'l info rec'd (B)(4) 2013: total hip revision (B)(6) 2013. Revised due to pseudotumor. Unable to attain explants - pt. Requested to keep them. Dr. (B)(6) used a wmt head and a depuy cup/liner.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02465.